Event description:
On 9/10/2024, it was reported by a sales representative via phone that a 0857-100 capturing rod and 1192-100 lefty tighty lag screw got stuck together and could not be taken apart. This was discovered during a troch nail procedure on (B)(6) 2024. The case was completed using a new 0857-100 capturing rod and 1192-100 lefty tightly lag screw. Additional information received on 9/27/2024: it was noticed after the surgery that the 0857-100 capturing rod and 1192-100 lefty tighty lag screw got stuck together. Additional information received on 10/4/2024: this occurred during a revision surgery. The screw had collapsed all the way and ended up cutting through the head. All products were removed, and the case was completed as a total hip procedure. The original surgery was performed on (B)(6) 2024. Both surgeries were performed at the same facility and by the same surgeon.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.